Manufacturer narrative:
Findings: unit unexpected alarmed failed battery test due to corroded battery tube. Unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusions test, prime test, excessive no delivery test, self-test, unexpected restart error test and displacement test. No motor error alarms were noted. The motor was tested outside the device and passed. No unexpected low battery alarms noted. Unit was monitored for 3 days, no unexpected auto off alarms noted. The auto off alarm feature working properly. Unit was programmed with test glucose meter and communicated properly. Unit received with cracked case at display window corners and reservoir tube lip. Unit received with minor scratched lcd window.

Event description:
The customer reported via phone called indicating that the insulin pump alarm motor error during basal. Customer's blood glucose at time of incident was 130 mg/dl. The customer reported the drive support cap appears normal. The customer stated that the device was exposed to high magnetic field such as scanner. The customer did not report motor position encoder error alarm. The customer was able to complete pump rewind. Customer found 2 motor errors and an auto off within last 30 days in the alarm history. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.